Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent a primary breast augmentation with an unspecified mentor textured gel implant and experienced postoperative right-sided capsular contracture (grade unknown) and rupture. The patient states that she occasionally experiences discomfort in her lungs. The patient had a consultation with a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2021 based on available information.

Manufacturer narrative:
On march 31, 2025, mentor received additional information regarding the capsular contracture's baker grade. It was reported that the baker grade was grade 3. D4: UDI: as the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).